Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. No button error alarm noted. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test or verify a21 alarm due to button keypad anomaly. The insulin pump had cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed unexpected restart error; she left the battery out for an hour or two but when she reinserted it the alarm recurred. At the same instance, the customer's insulin pump alarmed button error. None of the alarms could be cleared since every button became unresponsive. The patient's blood glucose at the time of incident was 400 mg/dl, which she treated with manual insulin injections. Troublesooting was initiated for the keypad issues.the customer was unable to review her alarm history the active unexpected restart error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.